Manufacturer narrative:
In addition to the device evaluation result mentioned in b5, the following faults were also identified: connection problems were found relating to a loose scope mount and the cable was buckled and had an abnormal appearance. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd autoclavable camera head had a bad image. It is unknown when the event occurred. There was no report of patient or user harm associated with this event. The subject device was subsequently evaluated by olympus. The evaluation confirmed the image failure was caused by a charged coupled device failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d5, h8. Based on the results of the investigation, the phenomenon was reproduced. It was determined that images were not displayed due to a charge-coupled device (ccd) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.